Event description:
The device was used during an abdominal hysterectomy procedure. Reportedly, the staples did not form properly. The surgeon sutured the application site to complete the procedure. The hospital has reported no pt injury occurred.